Event description:
The surgeon reported via the distributor that when he was torquing the bolt on the broach body, the bolt had snapped. The surgeon reported that the broken part was removed and a new bolt was fitted using the same broach body. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported via the distributor that when he was torquing the bolt on the broach body, the bolt had snapped. The surgeon reported that the broken part was removed and a new bolt was fitted using the same broach body. No adverse consequences were reported.

Manufacturer narrative:
Visual inspection was performed as part of the material analysis report (mar). The report concluded: fracture occurred in ductile shear overload and propagated circumferentially around the root diameter of the thread. The fracture was consistent with the application of an overload in torsion. No material or manufacturing defects were observed on the fracture surfaces examined. The bolt fractured at the root diameter of the first thread. Fracture occurred due to a right-handed tightening force. The non conformance database was reviewed for nc/CAPA records related to the reported event from the date of manufacture of the reported lot to present and indicated that there have been no nc¿s associated with the failure mode reported in this event. The event was confirmed. An x-ray was received but it was not helpful for this investigation. Device history review indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot. The investigation concluded that the fracture occurred in ductile shear overload. No material or manufacturing defects were observed on the fracture surfaces examined.